Manufacturer narrative:
The product has been returned for evaluation. The evaluation is not yet complete. The complaint database was reviewed for incidents of a similar nature. This incident is the first reported incident in the complaints system from 2006 to present for the family of kgti instruments. An investigation has been initiated based upon the reported information. A follow up report will be forwarded upon the completion of the investigation.

Event description:
Information initially communicated in a marketing report alleging that metal gets spewed everywhere during reaming with the use of kgti reamers. Additional information provided by an integra lifesciences corporation ("integra") field sales representative indicated that when the physician puts the mp reamer into the metatarsal sizer and drill guide the reamer rubs on the guide creating the metal shards. Follow-up conversation with the physician and integra indicated the incident was related to use of the metatarsal drill guide and not the reamer. He also stated that no titanium shards were being kicked back.